Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the saphenous vein graft (svg). A 4.00x16mm promus element plus stent was implanted. Subsequently, a filterwire ez embolic protection device retrieval sheath was advanced to the target lesion to retrieve the basket. Upon delivery of the retrieval sheath, it was noted that the proximal end of the stent was bent. The physician then post dilated the stent, removed the filterwire from the patient's body and the procedure was completed. No patient complications were reported. Patient's status was fine.